Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a damaged downstream occlusion (dso) sensor, it was found missing and corroded. The cause of the customer reported problem was the damaged dso sensor. The upstream occlusion (uso) sensor seal was damaged, and the air detector failed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, uso sensor seal, and air detector. The pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cassette not attached error. The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement and no patient harm/adverse event was reported.